Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was not charging on the charging pad and the device was hot; unplugging and replugging the charging pad restored function, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging system, aligning with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.